Event description:
The device was being utilized for the introduction of another MFR balloon stent. A metal cannula was introduced into the check-flo valve of the sheath to facilitate advancement of the balloon stent. Bleeding back from the check-flo was experienced and it was noted that the valve was gone. The valve was surgically removed from the artery.